Manufacturer narrative:
The device was not available for investigation. Although repeatedly requested (3 customer contacts are confirmed in tw) product details were not available, i.e. Lot code was not available. Therefore the DHR could not be reviewed. Based on the above facts and sparse information provided the root cause of the reported event could not be determined. No discrepancies were detected during risk analysis review. The investigation of this case will be closed based on the available information. We reserve the right to re-open the investigation in case that further substantial information becomes available.

Event description:
The speedlock targeting sleeve for the gamma (1320-1118) cracked on the locking mechanism and was unable to lock the cannula for the distal locking drill/screw guide. This caused the targeter and drill to miss the nail. Another targeting sleeve was used. Eventually a hole was drilled through the distal hole in the nail and a distal locking screw was placed correctly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The speedlock targeting sleeve for the gamma ((B)(4)) cracked on the locking mechanism and was unable to lock the cannula for the distal locking drill/screw guide. This caused the targeter and drill to miss the nail. Another targeting sleeve was used. Eventually a hole was drilled through the distal hole in the nail and a distal locking screw was placed correctly.